Manufacturer narrative:
Concomitant medical products: mdt-lead, implanted: unk; 693565, implanted: unk.

Event description:
It was reported that the right ventricular (rv) lead capture management does not work. The device was reprogrammed to turn off the capture management and remains in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was inappropriate automatic threshold on the right ventricular channel. The device was programmed to a fix output. This programming change resolved the issue because the output was fixed and it was noted that the patient was asymptomatic. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.